Manufacturer narrative:
Product ID 8711 lot# j11015r61, implanted: 2002 (B)(6), explanted: 2013 (B)(6); product type catheter product ID neu_refillkit_acc; product type accessory. (B)(4).

Event description:
A healthcare provider reported yesterday afternoon the patient had a pump refill. The doctor stated a seasoned nurse filled the pump, but that the patient was somewhat overweight. When the nurse initially accessed the pocket site they stated ¿it did not feel right¿. The doctor stated the nurse aspirated out about 2 cc¿s of clear fluid that they did not expect was serous fluid or anything like that. They stated the fluid was very clear. The nurse withdrew the needle and repositioned. The doctor stated, the second time the nurse accessed the pocket they felt a more normal sensation of the needle stop. The nurse got back the appropriate volume. The doctor stated, the needle was somewhat bent or curved. The doctor stated, the patient reported being itchy all night and being very stiff. The doctor believed the catheter itself may have been punctured and withdrew from at the time of first aspiration. The doctor stated they believed that with the current flow rate the catheter would be filled with drug again. The doctor was to perform a therapy bolus to check for effect in the office on the day of the report. The doctor stated they would educate the patient on symptoms to look for, and they will see how the patient reacts to the therapy bolus. The medication infused was gablofen. It was later reported that a dye study was performed. The surgeon also examined the catheter to find the hole. There was a tiny hole in the proximal catheter segment that was leaking. The segment with the hole was removed and was replaced with a new catheter segment. The replacement occurred on (B)(6) 2013. The patient experienced less than 50% therapy relief. The patient required hospitalization. The patient¿s status at the time of the report was alive with no injury.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. A stall recovery was in the logs. During destructive analysis, residue and shaft wear was found on the lower shaft of gear 2. There was also some residue on the jewel where the lower shaft of gear 2 inserted into the bottom bridge assembly. The stall was due to the shaft-bearing.